Event description:
A patient in (B)(6) was undergoing crrt which included a prismaflex m100 filter set. As treatment began, the nurse observed a crack in the filter set on the dialysate pump segment. Treatment was stopped , there was no blood loss to the patient and the patient did not require medical intervention as a result of this event.